Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced pain on the right side of the legs and down into the toes, and reported that the stimulator was not working on the right side or in the area where pain was present. The patient described feeling vibration on the left side but not on the right side. The patient attempted to switch stimulation groups, but none of the groups reached the toes or the area of pain. The patient indicated that the pain in the toes began the previous week and felt that the stimulator was not functioning in that area. An agent reviewed settings and stimulator adjustments with the patient, who stated they would wait for further assistance. Additional information was received from the patient. It was reported that the patient said they re-developed burning and electrical shocks one again down into their right toes. They increased the output. Doing so resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.